Event description:
It was reported via a trial that the target lesion was located in the mid left anterior descending (lad) artery with a 90% stenosis. The target lesion was treated with pre-dilatation, and placement of a 3.50 x 18 mm promus stent, which resulted in a grade a dissection distal to the target lesion. The dissection was treated with placement of a 3.50 x 12 mm promus stent and post-dilatation with 0% residual stenosis. The subject was discharged on (B)(6)-2009 on aspirin and clopidogrel. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. There was no reported product deficiency. The reported dissection is listed in the instructions for use (IFU) as a known adverse patient event associated with coronary stenting. In this case, additional stenting was performed to treat the dissection. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.